Event description:
It was reported that the bottom trigger in cordless driver was sticking during testing at user facility. User could not confirm if the device ran without activation. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the bottom trigger in cordless driver was sticking during testing at user facility. User could not confirm if the device ran without activation. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The event was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The trigger on the device did not properly work. The trigger assembly was found to be in need of replacement. The affected trigger assembly was replaced. The driver passed all final inspection activities and returned to the account.